Manufacturer narrative:
Additional information received on 18 april 2017 and includes: the bacterial infection was present in this case. On 28 april 2017 the manufacturer of the ceramic component (not marketed in us) provided a document review of the lot involved in this complaint, reporting as following: the component properties and microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to lack of ceramic parts further investigations can not be done. On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: secondary femoral infection in a cementless tha 4 years after primary surgery. Late infections are a possible adverse event following any surgery, including tha. No reason to suspect a faulty device originated this problem. Batch review performed on 08 may 2017. Lot 123300: (B)(4) items manufactured and released on 21 november 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Approx. 3 months before, the patient came in complaining of pain and discomfort in the right hip. Plain x-rays indicated proximal loosening of the stem. The stem and the head were revised. The surgeon observed that the stem was extremely loose and was easily removed with slap hammer; also there was minimal to no osseointegration with the ha coating. A synovasure test was performed and this came back positive indicating potential infection, further pathology tests were undertaken to confirm infection. The bacterial infection was later confirmed.